Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to severe aortic stenosis with mild regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years post implant of this 23mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 26mm transcatheter valve. The reason for replacement was reported as a mixture of aortic stenosis and aortic insufficiency. No additional adverse patient effects were reported.